Manufacturer narrative:
Reported event due to improper cleaning by the end user. The customer was provided re-education on proper cleaning and maintenance and guidance on parts that need to be replaced due to extensive wear/tear or damage due to improper cleaning.

Event description:
The hospital reported an allegation of mold on the canopy seal of the unit being used in the nicu. There was no patient involvement.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4) legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 h3 other text : device evaluation anticipated, but not yet begun.